Event description:
The customer reported that while the unit was in use on a pt a nurse stepped on the ECG cable cracking the cable input assembly and breaking off the connector. The pt was switched to another unit and therapy was continued. No pt injury was reported.